Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
It was reported that following transseptal puncture, the brockenbrough needle and arrive sheath were removed and flushed on the table. A piece of lining from the sheath was flushed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It is unknown if the device was used for diagnostic or treatment purposes. Device analysis reveals a 10f sheath and dilator within manufacturing specifications. A review of the device history record (DHR) identified no rejects during manufacture of this lot number. A review of complaints against this lot number identified no additional reports. The returned dilator was reviewed and was shown to meet all design specifications. When bisected, the returned dilator showed evidence of slight skiving on the shaft. Testing has shown that the transseptal needle, in combination with the dilator is potentially susceptible to skiving. No patient injuries were reported with this complaint. Additional investigation testing has shown that the transseptal needle, in combination with the dilator is potentially susceptible to skiving. This testing demonstrates that the risk of sikiving is possible with a range of transseptal needle types. Additional testing was conducted to assess possible design changes for the arrive dilator along with testing competitor dilators used for transseptal procedures. All proposed product designs and competitor dilators demonstrated the susceptibility to skiving. This testing demonstrates that no changes could be made to the arrive dilator to further mitigate the risk of skiving. Per the arrive sheath clinical evidence report (cer), the clinical evaluation of the sheath and dilator demonstrate the clinical safety and performance of the device. The outputs of the risk management process, the device-body interaction, and clinical performance of the device demonstrate that the benefit to the patient is greater than any risk identified. The reason for return was confirmed, however, no manufacturing defects were found. The conclusion of the investigation has determined the rate of skiving reports is acceptable, the risk is known, and no patient harm has been reported. However, a CAPA was opened to investigate the root cause, and implement corrective action to prevent recurrence of the reported failure. Per the qa adelante breezeway dilator in-process and final inspection procedure, a blunt ts inspection mandrel is used for insertion into the dilator shaft to check for patency on 100 percent of the dilators. The arrive sheath instructions for use (IFU) instructs when "preparing and managing the transseptal sheath, if a transseptal needle is used, it is recommended to use together with a stylet in order to prevent skiving of the inner lumen of the dilator."